Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use it was found that the intra-aortic balloon was unable to get fiber optic sensor signal. The fiber optic sensor would not zero. The catheter was not exchanged but used with the ECG signal. No clinical consequence to the patient.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "unable to get fos signal" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. No further action required. Other remarks: also see MDR #1219856-2017-00228 and (B)(4). This complaint has been reopened to investigate the device that has been returned to teleflex for investigation. The reported complaint of unable to get fos signal is confirmed. The fos was returned with a recessed connector and the fiber was broken; therefore, a light path could not be established between the sensor and the pump. The root cause of the recessed fos and broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that during use it was found that the intra-aortic balloon was unable to get fiber optic sensor signal. The fiber optic sensor would not zero. The catheter was not exchanged but used with the ECG signal. No clinical consequence to the patient.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "unable to get fos signal" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. No further action required. Other remarks: also see MDR #1219856-2017-00228 and tc #(B)(4).

Event description:
It was reported that during use it was found that the intra-aortic balloon was unable to get fiber optic sensor signal. The fiber optic sensor would not zero. The catheter was not exchanged but used with the ECG signal. No clinical consequence to the patient.